Event description:
A complainant alleged that she had experienced a reaction with symptoms of burnt skin and pain after using caviwipes product to wipe areas where she was bitten by a spider.

Manufacturer narrative:
It was reported that the complainant sought medical attention at a hospital for the spider bites where she noticed a canister of caviwipes; she used the wipes on her spider bites for approximately an hour. The complainant was given a tetanus shot and was prescribed antibiotic for her spider bites. She was also given motrin. It was not definitive whether or not motrin was given for the spider bites or for the reaction to the caviwipes. The complainant refused to provide any additional information regarding the incident and her health status. The product was not returned and no lot number was provided; therefore, no evaluation can be conducted.